Manufacturer narrative:
Investigation summary: ppae: (renal failure): the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1998193. Device history batch: subcomponent lot: n/a. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the patient endured renal failure.